Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, as to the phenomenon ¿screen blackout,¿ a probable cause could not be determined. It is likely that the phenomenon ¿interference lines appear on the image¿ occurred due to a faulty video connector. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera video system center screen was blacked out and flickering, and the object was not visible. There was poor contact of the video connector, which was unable to be used properly. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegations were confirmed due to the failure of the video cable connector the device evaluation also found that the battery on the printed circuit board had run out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.